Manufacturer narrative:
Correction: d9: device available? Change fromyes to no. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of two (2) clearlink system non dehp solution sets fell out of unspecified total parenteral nutrition (tpn) bags; tpn leaked on the floor. This was identified when reviewing the patient label for infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.